Event description:
PICC line was placed into pt, no blood return, so removed PICC line and found it was defective. One lumen of the PICC was irregular. Had to use a new PICC line for that pt. Dual lumen PICC line had one lumen defective. There was an extra piece of catheter between one lumen, causing it to not flush properly. Dates of use: 2009 diagnosis: abd pain-need IV.